Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported by the patient, that the 72r electrodes caused a red itchy rash with bumps. The electrodes were changed 24/7. The patient did not rotate the position on her skin. The patient wears them on her lower back. The patient does not have sensitive skin. The patient did not seek medical attention. The patient applied hydrocortisone cream to the area. It did not work. The patient went to urgent care, and she got a steroid injection and parazone. She was told to take a break from the treatment until her skin is completely healed then conduct the time test with 63b electrodes.

Event description:
It was reported by the patient, that the 72r electrodes caused a red itchy rash with bumps. The electrodes were changed 24/7. The patient did not rotate the position on her skin. The patient wears them on her lower back. The patient does not have sensitive skin. The patient did not seek medical attention. The patient applied hydrocortisone cream to the area. It did not work. The patient went to urgent care, and she got a steroid injection and parazone. She was told to take a break from the treatment until her skin is completely healed then conduct the time test with 63b electrodes.

Manufacturer narrative:
Corrections - b2: required intervention, d3: manufacturer address and email address, g1: contact office and manufacturer site, g3, h6: impact code and component code. A this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the lot number is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.